Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented after device implant with inappropriate shock. Review of the episodes revealed pseudopseudofusion atrial pacing that fell into ventricular blanking. Programming changes were made. The patient is stable and will continue to be monitored with routine follow-up.